Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during demonstration and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a distribution panel board issue. In addition, there was no serial digital and digital visual interface on the screen. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.